Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the implant was removed and replaced due to a tubing leak.

Manufacturer narrative:
A reservoir was received for evaluation. A crease mark was noted opposite to the separation, indicating the tube had been kinked onto itself. This was a site of leakage. Based on examination of the returned product, it was concluded that the separation in the inlet tube of the reservoir indicated that the tubing had creased and folded onto itself while in-vivo. This then may have caused the inlet tubing of the reservoir to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause the separation. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the implant was removed and replaced due to a tubing leak.